Manufacturer narrative:
Additional information received: it was reported that the stent graft limb was implanted above the bifurcation of the main body in order to cover the possible failure of the stent graft fabric. It was also reported that the physician did not see any type iiib endoleak during an doppler ultrasound post the index procedure and it was reported that there may not be a type iiib following reversion of the heparin. A CT run is planned to confirm there is no longer any endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the returned angiograms during implant. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and post-implant CT¿s were also not provided. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. A type ia endoleak seems unlikely as the contrast blush was also observed after pulling down the injector into the aortic body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, out flow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. This likely type IV appeared as focused leak from the flow divider that is due to the higher porosity in that portion of the stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 12-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 19mm with a neck length of 21mm and a 45 degree angulation noted. It was reported during the index procedure after the stent graft system was implanted final angiography detected a suspected type ia endoleak however repeat angiography with the pigtail centimeter inside of main body of the stent graft confirmed the endoleak to be a iiib. Two endurant iliac extensions were implanted however at the end of procedure the endoleak persisted. Per the physician the cause of the endoleak was due to a failure of the fabric of the stent graft. No additional clinical sequelae were reported and the patient will be monitored.